Event description:
It was reported that system intermittently failed to display interpretable images during cine playback. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in troubleshooting the system. No further repair info is available.